Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis / pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post-injection of contrast demonstrated good placement of the filter. Subsequently two years and three months post filter deployment, the patient was expired due to acute respiratory failure and aspiration pneumonia. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 12/2014). H11: h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that a vena cava filter was deployed for dvt in the left lower extremity and for coumadin toxicity. Approximately two years one month post filter deployment the patient was diagnosed with hemorrhage and stroke. Approximately two years four months post filter deployment the patient passed away. Although the cause of death was not provided, no specific device malfunction(s) was reported that may or may not have caused or contributed to the patient¿s death. New information it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation.¿ images were not provided. Medical records were provided and reviewed. There was no device deficiencies were identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown.at this time, it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis and warfarin toxicity was scheduled for vena cava filter placement. The right common femoral vein was accessed and an inferior vena cava venogram was performed which identified the renal veins at the level of l1-l2 and revealed a patent right iliac system. The filter delivery system was advanced and the filter was deployed at the level of l2 without difficulty. Post-injection of contrast demonstrated good placement of the filter. Exchange was made for a 7 french sheath and angled glidewire and an attempt was made to cannulate the left iliac vein, but was unsuccessful. It was suspected there was thrombus in the left iliac vein. A postoperative ultrasound or CT venogram would be performed to confirm that. The patient tolerated the procedure well. Hemostasis was achieved with manual pressure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. There was no specific deficiency alleged. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - detachment of components. - perforation or other acute or chronic damage of the ivc wall. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - deep vein thrombosis. - caval thrombosis/occlusion. - extravasation of contrast material at time of venacavogram. - air embolism. - hematoma or nerve injury at the puncture site or subsequent retrieval site - hemorrhage. - restriction of blood flow. - occlusion of small vessels. - distal embolization. - infection. - intimal tear. - stenosis at implant site. - failure of filter expansion/incomplete expansion. - insertion site thrombosis. - filter malposition. - vessel injury. - arteriovenous fistula. - back or abdominal pain. - filter tilt. - hemothorax. - organ injury. - phlegmasia cerulea dolens. - pneumothorax. - postphlebitic syndrome. - stroke. - thrombophlebitis. - venous ulceration. - blood loss. - guidewire entrapment. - pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that a vena cava filter was deployed for dvt in the left lower extremity and for coumadin toxicity. Approximately two years one month post filter deployment the patient was diagnosed with hemorrhage and stroke. Approximately two years four months post filter deployment the patient passed away. Although the cause of death was not provided, no specific device malfunction(s) was reported that may or may not have caused or contributed to the patient¿s death.